Event description:
An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegation of battery not holding charge was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the handheld would power off intermittently when tapped on the counter. The cause for the anomaly is associated with a loose screw that secures the battery latch to the handheld case. Once the screw was tightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
The suspect hhd and flashcard were received on (B)(6) 2016. They were returned due to problem loading battery. Analysis is underway but has not been completed.

Event description:
It was reported that the battery of programming handheld device does not maintain enough charge to interrogate more than three patients even when charging was completed. The physician mentioned that the programming handheld device was charged until the power button turns green. But sometimes, the programming handheld device is charged for about two hours. Per the physician, the device is able to interrogate three patients for about an hour or less before the charge on the hhd fades. The physician was provided with a replacement programming handheld device.